Manufacturer narrative:
According to customer, all samples involved were rechecked using manual gel method and all results were acceptable; no erroneous results were reported. The ocd field engineer correctly prepared the wash solutions and retested the samples. Satisfactory results observed. Qc testing was performed and was satisfactory. (B) (4)

Event description:
Customer claimed that all samples tested for type and screen during the evening shift of (B) (6) 2010 were observed to have false positive reactions. Upon investigation, it was determined that the wash containers (solution a and b) contained only deionized water.